Event description:
Freestyle libre 3 sensor fails after 3 days of use out of a 14-day usage period. I have used this product for over 9 months and on average most have failed between 3 to 5 days. Today's reading is 50% higher with blood glucose reading than what the sensor is reading. It starts out accurate and then fails at some point after a short time period.